Event description:
The lead was explanted and replaced due to conductor fracture. It was discarded at the site. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided x-ray images. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available x-ray images were evaluated. A fracture of the inner conductor coil between the ring electrode and the lead tip was visible consistent with the reported clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the conductor fracture. However, severe mechanical stress in the implanted state should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.